Event description:
Reportedly, a follow-up was realized on (B)(6) due to a signal issue on the egm. During this follow-up, the physician performed signal test and the result was the same as before. Therefore, he decided to change the atrial lead by another one (s/n (B)(4)) and without any improvements, the pacemaker was replaced too.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a follow-up was realized on (B)(6) due to a signal issue on the egm. During this follow-up, the physician performed signal test and as before the result was the same, no signal. Therefore, he decided to change the atrial lead by another one (s/n: (B)(6) and to plugged it in the ventricular channel. The egm obtained was strange. Then, the pacemaker was replaced too.

Manufacturer narrative:
In n follow-up 1, attachment was missing and inappropriate code were selected in section h6.

Event description:
Reportedly, a follow-up was realized on (B)(6) due to a signal issue on the egm. During this follow-up, the physician performed signal test and as before the result was the same, no signal. Therefore, he decided to change the atrial lead by another one (s/n: (B)(6) and to plugged it in the ventricular channel. The egm obtained was strange. Then, the pacemaker was replaced too.